Event description:
The initial reporter received a questionable elecsys estradiol iii result for one patient sample tested on a cobas e 801 analytical unit. The initial result was reported outside of the laboratory. The doctor questioned the result after the result from the new sample on 01-nov-2022 was reported. The (B)(6) 2022 results were reportedly more in line with the doctor's expectation. The reporter was unable to provide this result. The patient sample was then rerun on the analyzer and on their other e 801. On (B)(6) 2022: the initial result from the analyzer was 3000 pg/ml with a data flag. The patient sample was auto-diluted by 10 and the first repeat result from the analyzer with the patient sample in a hitachi cup was 4179 pg/ml. On (B)(6) 2022: the second repeat result from the analyzer with the patient sample in the primary tube was 2924 pg/ml. The third repeat result from the other analyzer with the patient sample in the primary tube was 2930 pg/ml. This result was deemed correct and was issued in the corrected report. The reagent lot number is 63007901 with an expiration date of  31-may-2023.

Manufacturer narrative:
The last calibration performed on 23-sep-2022 was within specifications. The qc recovery was within the customer's provided ranges. The pre-analytical data showed that the centrifuge spin time may be shorter than recommended. The alarm trace contained an "abnormal aspiration (sample probe b)" error. This is an indicator of possible poor sample quality. The field service engineer (fse) inspected the analyzer and was unable to determine the cause of the event. The fse removed and cleaned the buildup and debris on the reagent probes and cleaned a spill in one of the cables. He also cleaned the bead mixer paddle and replaced the extra wash system (ews) nozzles that were found to be bent. He performed adjustments and verified that the gear pump pressure and probe rinse stations were within specifications. He verified the analyzer's performance by running qc with successful results. The investigation did not identify a product problem. The cause of the event could not be determined.